Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that air leaked around the connector of an rt340 adult dual-heated evaqua breathing circuit expiratory limb. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 adult breathing was pressure tested and subsequently immersed in a waterbath to test for leaks. Results: the pressure test result was outside the required specification. Immersion in a waterbath showed the location of the leak to be in the connection between the evaqua limb and the spiral connector (patient end) of the evaqua limb. Further inspection revealed that insufficient glue had been applied between the evaqua limb and its connector. A lot check revealed no other complaints of this nature for lot number 110728. Conclusion: inspection of the returned rt340 adult breathing circuit confirmed that the reported leak was caused by an insufficient amount of glue applied between the evaqua limb and its connector. Fph has not received complaints of any similar incidents for adult dual-heated evaqua breathing circuits in the past 12 months to the end of september 2011.